Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Insulation abrasion was found at 42.3cm to 43cm from the helix end consistent with friction to ICD can. Inside-out abrasions were noted at multiple locations near the helix end, exposing the proximal cables and rv cables. Analysis of the rv shock coil found inside-out abrasion at 4.2cm to 5.1cm from the helix end, one of the proximal cables and rv cables were abraded. The inner insulation also abraded thru underneath the rv shock coil, exposing the distal coil and was in contact with the abraded proximal cable.

Event description:
It was reported that the patient presented to the clinic due to an alert for possible output circuit damage. The patient received inappropriate hv therapy due to low high voltage lead impedance and noise. Due to the device output damage, the device no longer could deliver hv therapy. During hv lead impedance check, the patient felt a pinch in the shoulder. X-ray showed insulation damage. The lead was capped and replaced.